Event description:
It was reported the customer received a no delivery alarm while they were asleep. The customer's blood glucose was 236 mg/dl. It was found the customer had received several other no delivery alarms throughout the day. Troubleshooting found insulin was able to exit with a manual prime. Troubleshooting for high blood glucose found the customer had headaches as a symptom of their high blood glucose. It was found the customer's insulin pump passed all functional testing during troubleshooting. Customer was advised their insulin pump was working as designed. The customer was also advised their infusion set or reservoir may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).reference manufacturer report number: 2032227-2014-59347